Event description:
It was reported that malfunction alarm occurred on pump with indication of momentary power loss to vibrator motor, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully cleared malfunction without recurrence, and was instructed to continue using pump and call back if alarm happened again, which customer acknowledged and understood.